Event description:
Pt said she feels "disappointed and lied to". Pt expressed frustration that she does not have a complete mr-conditional system and said "I am right back to where we started in 2007. I am right back at square one". Pt reports her st. Jude lead broke inside her and is "on a recall. Nobody told me it was on a recall". She said they "put in a second st. Jude lead and left the broken one in my chest. Sticking outside of my skin". Pt said she is in need of an MRI to see cause of stroke and pt fears possibility of another stroke. Encouraged pt to continue working with her medical team. Explained differences in roles between mdt and her heart doctor. Encouraged pt to invite her cardiologist into these conversations as it pertains to her medical care. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).